Event description:
A customer reported a malfunction in their insulin pump, which occurred after the pump had been in shallow water for a brief period. The customer reverted to an alternate pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.